Event description:
It was reported that an ilet user experienced elevated post-breakfast glucose readings, including a value of 285 mg/dl, and expressed concern that meal insulin was insufficient, prompting transfer to the clinical management team for possible adjustment. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no hospitalization, no emergency care, and no device alerts or alarms. Investigation included case triage and user troubleshooting and education, with assignment for additional training. Investigation of this case revealed no device malfunction and no component issue observed, and the event was assessed as user-reported hyperglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.